Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was low blood glucose. The caller state that the customer had gastroparesis, heart disease and had a pacemaker. The caller did not know the customer's blood glucose at the time of passing. The caller stated that the customer was wearing the insulin pump but only for sensor use; the customer did not feel that the insulin pump was helping him so he took himself off the insulin pump and only used the sensor. The customer was wearing a sensor at the time of passing. The caller stated that she no longer had the customer's insulin pump or the transmitter.